Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 with a blood glucose level of 480 mg/dl. She had chest pains. The customer treated her blood glucose level with the insulin pump and bolus. The customer was wearing the insulin pump at the time hospitalization. The device was not returned.